Event description:
It has been reported that the patient was implanted with a znn cmn lag screw 10.5 x 20 on (B)(6) 2013. On (B)(6) 2014, the patient underwent revision surgery due to a broken implant.

Manufacturer narrative:
Neither the affected device nor x-ray pictures were rec'd for evaluation. Once rec'd and investigated and the investigation result has been made available, an updated report will be submitted. Zimmer reference number 1822565-2014-00390 .